Event description:
A home pt contacted baxter's technical service center for assistance ending therapy. The home pt uses four bags and changed the bags out every other day. Baxter's technical service representative assisted the home patient in ending therapy. No pt injury or medical intervention was indicated at the time of the initial report. No additional information available.